Event description:
Sq remunity self-fill pt. Per cnss (B)(6), patient had been discharged from the hospital earlier tonight(unknown reason, dates, or length of stay) and returned home, and began having issues with her remunity pump. The pump and remote would no longer pair, and when the cassette was removed from the pump in troubleshooting it began to leak. Had pt make a new cassette and use her backup pump and encountered the same issues, so she instructed patient to return to the hospital. Per (B)(6), prior to discharge she had observed the patient making her cassette "perfectly" and stayed with her for over an hour after her remunity infusion began and it had no issues during that time. Pt also had an accidental removal of subcutaneous site (left upper abdomen) - red, edematous, and painful. 8/10 pain. No other information provided. Patient started using remunity device 08/2023. Sn for pumps- (B)(6), (B)(6). Pt actively on opsumit and tadalafil.reported to cvs/caremark by: health professional.reference report: mw5144759.